Manufacturer narrative:
Additional suspect medical device components involved in the event: model # unknown, serial # unknown, description: unknown.

Event description:
It was reported that the patient was implanted at two levels, l3-4 and l4-5. The patient did not get relief from the spacers so they were removed.